Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. Hypotension may occur during this type of procedure and as listed in the acculink instructions for use, hypotension is a known potential adverse event associated with the use of the product. Hypotension is an anticipated response of the human body to stimulus of the carotid bulb. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to this event.

Event description:
It was reported that during the carotid stenting procedure with the acculink stent in the left internal carotid artery, the patient experienced hypotension that was treated with neosynephrine for three days. The patient was discharged home on the third day with oral medication, midodrine, for the hypotension. There was no additional information provided.